Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 400 mg/dl. The customer was uncertain of the suspected cause. The customer administered a corrective bolus, delivered a manual injection, changed their basal rate, and also changed all supplies to stabilize bgs. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.